Event description:
It was reported that during a filter placement procedure, the filter was allegedly failed to expand. It was further reported that another filter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system products that are cleared in the us. The pro code and 510k number for the denali femoral system products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali filter kit was returned for evaluation. Two of the medium filter legs appeared to be intertwined. The legs were untangled to obtain dimensional observations. The sheath internal and outer diameter, dilator outer diameter, storage tube internal diameter, pusher catheter outer diameter, pusher pad outer diameter, pusher retraction lock outer, diameter, long leg span, short leg span, caudal anchor leg span and arm span were dimensionally evaluated and all the measurements were within the acceptable limit. Although the sample was returned three x-ray images were provided and reviewed. The first image shows a catheter likely in the inferior vena cava with the tip at approximately the lower edge of l2 vertebral body. The second image shows a digital subtraction image of the inferior vena cava filter only partially deployed in the inferior vena cava. Lower down towards the right iliac vein the catheter is seen. There is no evidence of wire access, suggesting that the inferior vena cava filter has been deployed at this point. There are varying degrees of contrast attenuation throughout the right iliac vein and inferior vena cava, which could suggest thrombus burden or simply just the way the contrast is pooling during the venogram. This can not be elucidated without viewing the actual venogram run. The last image shows two wires in the inferior vena cava, likely from proximal and distal sites based on the report. This image likely shows an attempt to dislodge the partially deployed filter using balloons. Two balloons are deployed in this image, one appears to originate from the distal wire and presumably to dislodge the filter, while the other is deployed from proximal wire to presumably protect from embolizing the filter after dislodgement. The filter appears appropriately placed in this image at the l2 vertebral body, but again it appears partially deployed. Based on the image review, the reported activation failure can confirmed as the images shows the partially deployed inferior vena cava filter. A definitive root cause for the reported activation failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510k number for the denali filter system products is identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (05/2023).

Event description:
It was reported that during a filter placement procedure, the filter was failed to expand. It was further reported that another filter was used to complete the procedure. There was no reported patient injury.